Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's condition (increasing aneurysm) and operational context contributed to the event.

Event description:
Pt had successful implant of a bifurcated device, a two proximal cuffs, and a limb extension in 2006. During a follow up visit, CT scan revealed that the aneurysm continued to increase in size due to a distal type I endoleak and collateral filling from a distal type ii endoleak. In 2007, pt was brought in to treat the endoleaks by coiling off the left internal iliac and with an add'l limb extension.